Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2011, the patient and her mother contacted animas alleging loss of prime issues with a pump. The patient reported low blood glucose (bg) readings of 1.8 mmol/l obtained on (B)(6) 2011 and 1.3 mmol/l the night before. The patient was reportedly able to administer self-treatment by consuming carbohydrates. The patient denied any exposure of the pump to magnets, an MRI, or x-ray. The patient also denied consuming alcohol. According to the patient, a diabetes educator reviewed the pump and instructed her to get the pump replaced. The patient's mother indicated, however, that there was no malfunction other than a loss of prime issue. At the time of contact on (B)(6) 2011, the reporter was unwilling to review and troubleshoot the pump. The patient and her mother had troubleshot the pump on (B)(6) 2011, while speaking to an animas rep. The patient denied that the pump was rebooting. She was able to re-prime successfully, seeing 1-2 drops of insulin at end of tubing. The patient denied that the battery or cartridge were removed without completing the ez prime steps. She confirmed that the cartridge cap and battery cap were secure. The battery cap had never been replaced. The patient denied observing cracks in the pump's casing. No associated alarms were noted in the pump history. The patient denied possible extreme change in temperature. A review of the pump's alarm history revealed occlusion alarms (code 145-0200) occurring (B)(6) 2011 at 0758, (B)(6) 2011 at 0214, and (B)(6) 2011 at 2103. This complaint is being reported due to the following conclusion: a patient allegedly obtained low bg results that meet animas' criteria for a serious injury. There is insufficient information to determine what actions were taken or what events took place prior to the low bg episodes.